Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (as low as the upper 30s mg/dl). Juice and carbohydrates were consumed to address the low bg. The customer stated that a healthcare provider had recently made changes to the pump settings and the carbohydrate setting was turned to "off". The customer associated the changes in the settings to the low bg. The customer discussed the settings with a healthcare provider. Tandem technical support assisted the customer with turning the carbohydrate setting to "on".